Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) and atrio-ventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed. The native aortic valve was treated with the placement of a 25mm lotus edge valve. A successful repositioning of the lotus edge valve was completed in accordance with the directions for use (dfu) with complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr) the subject developed left bundle branch block. Two days post index procedure, the subject was noted to have atrio-ventricular block. Hospitalization was prolonged due to the lbbb and av block. Four days later the events were considered recovered.

Event description:
Respond edge study: it was reported that left bundle branch block(lbbb) and atrio-ventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed. The native aortic valve was treated with the placement of a 25mm lotus edge valve. A successful repositioning of the lotus edge valve was completed in accordance with the directions for use (dfu) with complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr) the subject developed left bundle branch block. Two days post index procedure, the subject was noted to have atrio-ventricular block. Hospitalization was prolonged due to the lbbb and av block. Four days later the events were considered recovered. It was further reported that on the same day of index procedure, during the index procedure, x-ray revealed coronary artery interference.the prosthetic aortic valve was repositioned and the event was considered recovered. The atrio-ventricular block was previously reported as recovered, but was at the time of reporting now considered not recovered.

Manufacturer narrative:
Patient identifier: (B)(6). Correction: the atrio-ventricular block was previously reported as recovered, but was at the time of reporting now considered not recovered.

Manufacturer narrative:
Patient identifier: (B)(6). B5: describe event or problem: updated.

Event description:
Respond edge study it was reported that left bundle branch block(lbbb) and atrio-ventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed. The native aortic valve was treated with the placement of a 25mm lotus edge valve. A successful repositioning of the lotus edge valve was completed in accordance with the directions for use (dfu) with complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr) the subject developed left bundle branch block. Two days post index procedure, the subject was noted to have atrio-ventricular block. Hospitalization was prolonged due to the lbbb and av block. Four days later the events were considered recovered. It was further reported that on the same day of index procedure, during the index procedure, x-ray revealed coronary artery interference.the prosthetic aortic valve was repositioned and the event was considered recovered. The atrio-ventricular block was previously reported as recovered, but was at the time of reporting now considered not recovered. It was later reported that the atrio-ventricular block was recovered 5 months after its original onset. It was further reported that the atrio-ventricular block was considered resolved two days post index procedure. It was further reported that in september 2020, 248 days post index procedure, the subject developed new onset of first degree atrio-ventricular block. No action was taken to treat the first degree atrio-ventricular block. At the time of reporting, the event of first degree atrio-ventricular block was considered not recovered.

Event description:
Respond edge study it was reported that left bundle branch block(lbbb) and atrio-ventricular(av) block occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed. The native aortic valve was treated with the placement of a 25mm lotus edge valve. A successful repositioning of the lotus edge valve was completed in accordance with the directions for use (dfu) with complete re-sheathing of the lotus edge valve in the delivery system catheter for deployment into a more accurate position within the aortic annulus. Event summary: on the same day of the index procedure, post transcatheter aortic valve replacement (tavr) the subject developed left bundle branch block. Two days post index procedure, the subject was noted to have atrio-ventricular block. Hospitalization was prolonged due to the lbbb and av block. Four days later the events were considered recovered. It was further reported that on the same day of index procedure, during the index procedure, x-ray revealed coronary artery interference.the prosthetic aortic valve was repositioned and the event was considered recovered. The atrio-ventricular block was previously reported as recovered, but was at the time of reporting now considered not recovered. It was later reported that the atrio-ventricular block was recovered 5 months after its original onset. It was further reported that the atrio-ventricular block was considered resolved two days post index procedure.

Manufacturer narrative:
Patient identifier: (B)(6).